Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp pump placed for support of a patient turned down for CABG (coronary artery bypass grafting. The pump was delivered but the flow was not optimal. The team troubleshot by fluid delivery but, instead found the need to replace the pump. The 2nd pump was placed for flows to be optimal.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. Data confirmed the low flow when pump started & remained to the rest of the case that triggered auto suction response and suction alarms. However, visual inspection found no issues on the pump. The failure mode could not be reproduced as the pump ran without issue under bench test. The root cause of low flow was most likely due to patient condition as no problem was found on the pump. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.